Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. However, the device was unable to prime unit during prime test due to faulty force sensor resistor. No motor error alarm noted. The motor was tested outside the device and passed. The device had cracked case at display window corners, case at reservoir tube window corners, broken belt clip slot, and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer received excessive motor error alarms. Customer's blood glucose level at the time 571mg/dl. Customer treated with a manual injection. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.